Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2010, inr: 4.5, 3.3. Caller also reported nes error. Pt's therapeutic range: 2.5-3.5 inr.